Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01530 and 3005099803-2011-01531. It was reported to boston scientific corporation that two resolution ii clip devices were used to treat a gi bleed in the duodenum during a esophagogastroduodenoscopy (egd) procedure on (B)(6), 2011. According to the complainant, during the egd procedure, the first resolution ii clip (manufacturer report # 3005099803-2011-01530) would not detach from the catheter. The physician had to manipulate the catheter in order to release the clip. The clip eventually detached from the catheter but fell into the patient and was not retrieved. A second resolution ii clip (manufacturer report # 3005099803-2011-01531) was used and the same issue occurred. The clip would not deploy inside the patient. The scope was minimally turned and there was a delay in the procedure; however, this did not exacerbate the bleed. The procedure was completed with another device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Patient is (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the handle was not locked and the clip had not been deployed. Functionally, the device functioned as designed and had no deformities. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. Based on the evaluation conducted and the details of the complaint, the device functioned as designed and had no deformities. It is likely that the difficulties encountered in releasing the clip from the delivery system were due to anatomical or procedural factors; therefore, the most probable root cause for this complaint is operational context.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-01530. It was reported to boston scientific corporation that two resolution ii clip devices were used to treat a gi bleed in the duodenum during a esophagogastroduodenoscopy (egd) procedure on (B)(6) 2011. According to the complainant, during the egd procedure, the first resolution ii clip (manufacturer report # 3005099803-2011-01530) would not detach from the catheter. The physician had to manipulate the catheter in order to release the clip. The clip eventually detached from the catheter but fell into the patient and was not retrieved. A second resolution ii clip was used and the same issue occurred. The clip would not deploy inside the patient. The scope was minimally turned and there was a delay in the procedure; however, this did not exacerbate the bleed. The procedure was completed with another device. There were no patient complications reported as a result of this event.